Manufacturer narrative:
The customer¿s report of a texium leak from the connection of the texium valve on the secondary set to the smartsite y-port on the primary set was not confirmed. Visual inspection and functional testing found no leaks at the connection between texium valve and smartsite port. Pressure testing also found no anomalies with the returned set. The reported primary set was not returned for investigation. The root cause could not be determined.

Manufacturer narrative:
The concomitant secondary set has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported fluid leaked from the connection of the texium valve on the secondary set to the smartsite y-port on the primary set. The leak can occur at the start of the infusion, during the infusion or near the end of the infusion. When a leak occurs, the primary set is replaced and the leak would resolved. There was no report of patient harm.